Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the article provided is a study involving 7 patients following implantation tsf after a chronic history of infections, secondary to (on average 3) failed tka procedures which warranted arthrodesis as a last resort to stabilize affected limb. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to inflammation, surgical complication, traumatic injury, adverse reaction and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "the use of a multiplaner, multi-axis external fixator to achieve knee arthrodesis in worst case scenario: a case series", it was reported that, the treatment failed in a (B)(6) year old female with history of chronic osteomyelitis of the ipsilateral tibia and femur. At 7.7 months after surgery, it was determined that further fusion was unlikely and the tsf system was removed. At 64.6 months after surgery, the patient was not experiencing knee pain and was able to ambulate with an assistive device.